Event description:
A home pt (hp) experienced abdominal pain in dwell 3 of 5 while using the homechoice cycler for apd therapy. Spouse placed the hp into a manual drain and removed 4,074 mls of fluid. This was 1,574 mls greater than the programmed fill volume of 2500 mls. Afterwards, the hp completed therapy with no further difficulties. There was no resulting pt injury or medical intervention. The hp's primary healthcare professional (hcp) related that the hp had recently been released from the hosp after being admitted for dehydration. During hospitalization, the hp's physician had rehydrated the hp by 20lbs, resulting in swelling of the hp's legs and ankles.